Event description:
It was reported that tubing of a syringe adaptor set detached from the tie site. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A4: weight: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: june 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed the tube was separated from the y-connector. The reported condition was verified during photo inspection. The cause of the condition could not be determined. Additionally, retention samples were visually inspected and no issues were observed. The retention samples were gravity and leak tested with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.